Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the lower alignment of their teeth is off when they bite down. Their teeth are hitting each other and are concerned with issues that will arise from this. It appears patient lower aligner failed to correct canine alignment; further refinement needed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.